Event description:
It was reported that the product is worn, stripped, and disassembled.

Manufacturer narrative:
(B)(4). The device was returned for further evaluation with all of the fragments being returned. Visual inspection found a fracture encircling the post. The provisional has multiple gouges and wear; there is evidence of multiple uses. The device was manufactured in april 22, 2014 and had a potential field life of almost three (3) years with an unknown frequency of use. The device history records and the receiving inspections reported were reviewed and found no anomalies or deviations. Review of the complaint history determined that no further action is required as no were trends identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.